Event description:
It was reported that the sterility of the inflation device was compromised. The box that the inflation device came in was properly sealed. During preparation, the box was opened and the sterile packaging that the inflation device was packaged in was completely opened compromising the sterility of the device. The procedure was not completed due to this event.

Manufacturer narrative:
Device evaluation: the customer's complaint was confirmed. Inflation unit was returned in its original packaging. The pouch seal was still intact, but the white header bag peel has been opened. Heat seals are in place and there is no outside damage to the box the inflation unit was in. The pouches are 100 % visually inspected prior to packaging the inflation unit and sealing the header bag. After sealing the header bag, the pouch is visually inspected to ensure all seals are in place. Next, the pouch is placed in its box. The sealed header bag undergoes a second visual inspection before being placed in the box. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. There are no similar complaints related to this mfg batch number. The root cause for this complaint is undeterminable since it is not known how the white header bag peel seal could have opened.